Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) confirmed that the customer recently made med ID changes for kits and other items. However, the new med ID for the rsi kit was not activated. The customer navigated to medication kits and activated the item, after which the issue was resolved. The system functioned as intended after the issue was resolved by customer.

Event description:
It was reported that when using the bd pyxis¿ es server, user was unable to pull medication from multiple stations. The user reported that all kit medication ids were changed from old to new. As a result, the old medication ids appear grayed out, and users are unable to view or access the new medication ids. However, there were no adverse events or injuries reported based on this event.